Event description:
Device report from synthes reports an event in australia as follows: it was reported that the orthotech broken tfna removal and replacement  is occurring today. The initial procedure was 6 weeks ago, and the patient had had a fall. Varus collapse and nail failure occurred. Nail length 235, diam 10, ccd 125 degree. Removed and replaced with 420 x 14 x 130. Blades were 120mm in both. Initial x-rays showed no contact within the diaphysis; the patient had wide canals. The fact the nail broke likely saved the hip and prevented a cut out of the blade through the femoral head. The surgeon requested that implants go to rph engineering. The patient experienced an adverse event. The patient requires revision surgery/ hardware removal. The device has not been explanted. There were patient consequences as there was a clinical outcome experienced, and a revision procedure is required. This report is for one (1) tfna fem nail ø10 r 125° l235 timo15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6 the photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device . Visual analysis of the photo revealed that the device was broken at the proximal end, near the helical blade mating hole. Based on the observed condition of the device the investigation was able to confirm the reported event. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø10 r 125° l235 timo15, p/n: 04.037.014s, lot: 82p9685. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing date: 04-jan-2021 expiration date: 01-dec-2030 part number: 04.037.014s, 10mm/125 deg ti cann tfna 235mm/right ¿ sterile lot number: 82p9685 (sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, rev b met all inspection acceptance criteria. (Pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.3, tfna lock drive lot number: 78p5877 production order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended lot number: 70p1949 production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Corrected material certification and certificate of conformance and quality history card received dated (B)(6) 2020 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong 125 degree, tfna lot number: 54p6705 / 62p3514 production order travelers met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80 lot number: 52p9267 inspection instruction met all inspection acceptance criteria. Certified test report supplied and dated (B)(6) 2020 was reviewed and determined to be conforming. Lot summary report dated (B)(6) 2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.